Event description:
A customer reported that their battery depleted within 48 hours and declined any follow-up. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.